Event description:
It was reported that 21 ultrasafe x50 pr clear leaf pfe puurs plunger rods were found damaged before use. The following information was provided by the initial reporter: "faulty plungerrods".

Manufacturer narrative:
Investigation: this batch was manufactured by a moulding supplier. Bdm-ps performed a review of the release documents and the batch met all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. No samples were returned. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. The reported condition, has been confirmed to be within the specified acceptable quality level (aql¿s) defined in the applicable specification. The incomplete tips on the plunger rods are caused by short shots when insufficient material is injected into the mould. This defect is usually caused due to a build-up of degraded material in the barrel and mould hot runner system which, in time, moves up to the gates in the tool resulting in a blockage. The blockage then prevents the cavity being filled and ends up producing incomplete components.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 21 ultrasafe x50 pr clear leaf pfe puurs plunger rods were found damaged before use. The following information was provided by the initial reporter: "faulty plungerrods".